Event description:
The customer reported an issue with the inpeco system pipetting from incorrect tubes and assigning the results to another tube. The customer ran three samples. The result of the second sample (in middleware) appeared suspicious and was investigated further. After troubleshooting and repeating the samples, it appeared that the results for sample two matched the results from the first sample. The customer suspected the instrument was pipetting from the wrong tube and reporting to sample one. Through troubleshooting, the scenario was reproduced with three samples that were pipetted incorrectly. A review of the aps logs found a sample error on two of the three samples; however, there were no errors for the sample that received all the results. There were no error messages on the analyzer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and testing of aps system. The complaint text indicated three samples were run from the accelerator aps with the result of the second sample appearing suspicious, so the sample was rerun. The results for sample 2 appeared to match the results that were generated for sample 1. Log review showed a sample error was generated for samples 1 and 3, no error was generated for sample 2. During the investigation, the issue was recreated. When a sample presentation error occurs involving 2 samples, the system generates error w 025, sample presentation error, on the first sample and error w 026, sample queue error, on the second sample. Current labeling provides adequate troubleshooting assistance for error codes w 025, sample presentation error, and w 026, sample queue error. A review of complaint tracking and trending for the time period of (B)(4) 2010 to (B)(4) 2010 revealed there were no adverse trends in conjunction with the complaint issue identified. Based on the available information, a deficiency of the system was not identified. The system generates errors w 025 and w 026 as expected on samples 1 and 3, sample 2 is rerouted to complete pending orders. The aps inpeco system is functioning as intended.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.